Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of myocardial infarction is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
(B)(6). It was reported that on (B)(6) 2020, the patient presented with a recent myocardial infarction (mi). A percutaneous coronary intervention was performed on the 70% stenosed lesion within the proximal right coronary artery (rca). Pre-dilatation was performed and a 3.0x33mm xience sierra stent (1500300-33, 9112641) was implanted. The results were deemed acceptable, with timi flow iii and 0% residual diameter stenosis. Post-procedure that same day, the cardiac enzymes were elevated from the pre-procedure levels and a new myocardial infarction was diagnosed. No further treatment was provided, no prolonged hospitalization was required, and the event resolved without sequela. There was no device malfunction. No additional information was provided regarding this issue.